Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that following impella cp implant, the patient began to bleed from their groin site. Manual pressure was held to achieve hemostasis and a pressure bandage was applied. The following day, the patient continued to bleed and vascular surgery was consulted to assess the right leg. The angle match was adjusted and heparin was put on hold until the groin site improved. The patient was moved the next day, at which point the reperfusion sheath was accidentally pulled out. The patient had not distal pulse at that point in time and the decision was made to remove the pump. An intra-aortic balloon pump was placed for ongoing support. The patient remained in stable condition.

Manufacturer narrative:
The investigation of limb ischemia and access site bleeding has been completed. The impella device was not returned for evaluation. Access site bleeding: the root cause of access site bleeding is determined to be use issue because reperfusion sheath was accidentally pully out during transport of the patient causing the bleed and the managed with manual pressure and angle match. Limb ischemia: the root cause of the limb ischemia was unable to be determined due to insufficient clinical details. H6 component code 3038 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30885.